Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high out of range high voltage impedance was observed when interrogated on the programmer. The physician was uncertain if this was a lead or a device issue. A pc shock was performed and the overall impedance was within normal limits. The device successfully converted the vf with a normal hvli. The patient condition was stable. Device remains implanted.